Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit would not switch to bag mode via the bag/vent switch. There was no report of patient involvement.